Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult or delayed activation (difficulty to deploy the clip) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced, and placed on the mitral valve. During deployment, the clip could not detach from the delivery catheter (dc). The angulation was removed and the clip was then able to release from the dc. The procedure was completed with the mr reduced to 1. There was no clinically significant delay in the procedure, and no adverse patient effects. No additional information was provided.